Event description:
During an atrial fibrillation procedure, a cardiac perforation occurred requiring a thoracotomy. When the non-abbott ablation catheter was inserted into the sheath, it was found that there was no resistance between the sheath and the ablation catheter. It was not impossible to know whether the ablation catheter had left the sheath. This led to the ablation catheter being unsheathed but not felt by the surgeon, resulting in the catheter piercing the left atrial appendage. The patient felt chest tightness and was in a state of confusion. The cardiac perforation was then confirmed with an echocardiogram. The patient was then sent to the ICU of affiliated hospital of nantong university along with the sheath tube for a thoracotomy and has since been discharged. The physician alleges that the perforation occurred during the insertion of the ablation catheter into the left atrium due to the sheath.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a cardiac perforation occurred requiring a thoracotomy. When the non-abbott ablation catheter was inserted into the sheath, it was found that there was no resistance between the sheath and the ablation catheter. It was not impossible to know whether the ablation catheter had left the sheath. This led to the ablation catheter being unsheathed but not felt by the surgeon, resulting in the catheter piercing the left atrial appendage. The patient felt chest tightness and was in a state of confusion. The cardiac perforation was then confirmed with an echocardiogram. The patient was then sent to the affiliated hospital of nantong university along with the sheath tube for a thoracotomy and is recovering in the ICU. The physician alleges that the perforation occurred during the insertion of the ablation catheter into the left atrium due to the sheath.